Manufacturer narrative:
The device is not being returned to conmed corporation for evaluation. Photographs have not been sent of the device or of the skin reaction. When the quality engineering investigation of this reported incident is completed a supplemental report will be filed. Not returned to conmed.

Event description:
It was reported, "patient complaint that involved conmed electrodes used in conjunction with the act iii sensor. The cardiac monitoring enrollment period was scheduled for (B)(6) 2011 through (B)(6) 2011. The patient called lifewatch services, inc., to report a skin irritation from the electrodes on (B)(6) 2011. The patient reported contact dermatitis, redness, itching, bumps/pimples, welts, discomfort, and rough/uneven skin." Cleartrace ECG electrodes (catalog number 1700-005, lot number 1107271) were potentially utilized. The patient reported utilization of over-the-counter bacitracin, benadryl, and cortisone for treatment. Per the patient, medical treatment was sought in the form of a telephone consult with a nurse, and, an office visit with an allergist. Photographs were not available of the skin reaction. The reaction was reported as being in the shape of the outer adhesive ring under all electrode locations. The electrodes were not returned to lifewatch services; therefore, the electrodes are not available for evaluation by conmed corporation.

Manufacturer narrative:
The device in question, cleartrace adult ECG electrode, is a general purpose monitoring electrode intended for use during electrocardiographic (ECG) procedures. This product is a single use, disposable device that may typically be used for three to five days. Duration of use may vary depending upon skin condition and environmental factors. The cleartrace ECG electrodes were discarded by the end-user ; therefore, an investigation on the suspect device cannot be completed. DHR/lhr, device history record/lot history record, review showed that this lot was confirmed by manufacturing documentation to have been produced according to manufacturing specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness, or performance were not identified during manufacture. The patient stated in the patient survey that skin preparation was done to the ECG sites prior to applying the devices by cleaning the sites with soap. The IFU, instructions for use, instructs to, "shave excessive hair at electrode site. For oily skin, cleanse with alcohol pad and let dry completely before applying electrode. Prepare site with a brisk, dry rub. Avoid damage or abrasion of skin surface." There could be a multiple of possible causes for this complaint. One possible cause could be not following the IFU in regards to the skin site preparation resulting in trapped solvents or oils under the ECG electrode. The IFU specifies that "the electrode site should be dry before electrode application. Trapped solvents can cause skin irritation and loss of adhesion." Furthermore, allergic reaction to gel component or adhesive could be a possible cause for this failure mode. The patient reported she has sensitive skin. She also reported a skin allergy to adhesives (if on for more than a day - raised, welted, itchy). The patient reported the itching started on the second day of use. The first time she removed the electrodes (day three) there was irritated skin in the shape of the outer adhesive ring. The patient further reported that after a week and a half the situation became unbearable. The patient reported utilization of over-the-counter bacitracin, benadryl, and cortisone for treatment. Per the patient, medical treatment was sought in the form of a telephone consult with a nurse, and, an office visit with an allergist. The root cause of the complaint cannot be conclusively determined at this time; especially without examination of the product. Biocompatibility documents noted that all skin contact substances are tested and are considered biocompatible for their intended use. Electrodes are tested for cytotoxicity, and, sensitization and irritation through iso testing. Thus, the likelihood of reaction due to manufacturing related issues is relatively low; especially, when the patient has a known skin allergy to adhesive. The patient kept the monitoring device, supplied by (B)(4) and has decided to try alternative ECG electrodes when her skin heals. (B)(4) advised the patient to go through a patch test prior to use of alternative electrodes, and, they also advised that there are alternative devices available that do not require electrodes. Manufacturing defects were not identified within the evaluation; thus, no corrective action is recommended at this time. Conmed is considering this complaint closed. (B)(4). Device not returned to conmed corp.